Event description:
It was reported that this patient underwent a right ankle replacement. Subsequently, the patient was revised due to pain and that the "joint line was too high". The surgeon removed and replaced the talar implant and tibial insert. The patient was last known to be in stable condition following the event. No further information is available.